Event description:
It was reported that there was a triathlon knee revised because of suspected loosening. Surgeon did not find loosening, was revised to a ts.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown #3 9mm x3 poly. The other devices listed in this report are unknown triathlon cruciate #3 pressfit and unknown #3 tibia baseplate pressfit. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.